Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 5/7 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) from the (B)(6) contacted baxter to report a system error (se) 2240 and se 2367 alarm during in dwell 5/7. The technical service representative (tsr) explained the alarms and had the nurse (rn) cycle power twice to clear them. The tsr then explained that supplies were compromised and that the rn needed to start over with new supplies or finish with manual supplies. The rn stated that home patient (hp) will just end for the night. No clinical consequences for the patient were reported.